Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the power circuit board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up and needed to be rebooted. No pt injury was reported.